Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a button error alarm. The blood glucose reading was 123 mg/dl. The patient stated that the button error alarm can not be cleared. The customer was assisted with clearing the button error alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.